Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A biomedical technician (bmt) reported there was no water coming through the jet valves or the recirculation valve in dissolution/rinse modes. The pump assembly was working in transfer and drain modes (no issues with the pump/fluid movement). The bmt was advised to check for any corrosion issues with the wiring harnesses going to the jet or recirculation valves under the tank (check for fluid leaks) or swap the control board assembly. There was no patient involvement or injury noted at intake. Upon follow-up, the bmt stated they replaced the solenoid valve to resolve the reported issue. The valve looked burnt but did not smell burnt. There was water on the electronic part of the valve, which was shorted. The mixer was back in service. No photos were available. No parts were returned for evaluation. The bmt was unable to provide the serial number or lot number of the product(s) replaced. It was confirmed there was no patient involvement, harm, or adverse events associated with the reported issue.

Event description:
A biomedical technician (bmt) reported there was no water coming through the jet valves or the recirculation valve in dissolution/rinse modes. The pump assembly was working in transfer and drain modes (no issues with the pump/fluid movement). The bmt was advised to check for any corrosion issues with the wiring harnesses going to the jet or recirculation valves under the tank (check for fluid leaks) or swap the control board assembly. There was no patient involvement or injury noted at intake. Upon follow-up, the bmt stated they replaced the solenoid valve to resolve the reported issue. The valve looked burnt but did not smell burnt. There was water on the electronic part of the valve, which was shorted. The mixer was back in service. No photos were available. No parts were returned for evaluation. The bmt was unable to provide the serial number or lot number of the product(s) replaced. It was confirmed there was no patient involvement, harm, or adverse events associated with the reported issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.